Manufacturer narrative:
Citation: tchetche d et al. Bicuspid aortic valve anatomy and relationship with devices: the bavard multicenter registry. Circ cardi ovasc interv. 2019 jan 10;12(1):e007107. Doi: 10.1161/circinterventions.118.007107. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the sizing ratios used for bicuspid aortic valve patients who underwent tran scatheter aortic valve implantation with second-generation prostheses using multi-detector computed tomography as the imaging modality. Clinical outcomes at 30 days were defined according to the valve academic research consortium-2 (varc-2) criteria. All data were retrospectively collected from multiple centers. The study population included 189 patients (predominantly male; mean age 81 years), 46 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, the 30-day all-cause mortality rate was 3.4% (3 patients). No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second transcatheter valve implanted (valve-in-valve), permanent pacemaker implantation, disabling stroke, myocardial infarction, patient-prosthesis mismatch, valve under-expansion, mild-moderate aortic regurgitation, major or life-threatening bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.